Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a follow-up, the right ventricular lead threshold had increased. The impedance was stable. No changes were made. Patient was stable.